Manufacturer narrative:
B3: event date unknown. E1: phone (B)(6). G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. No problems were found in the event history log. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) sensor and lock sensor were found not working. The root cause was the dso and lock sensor. The dso and lock sensors were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not recognize the cassette. A different device was used and worked immediately. It is unknown if there was patient involvement, no adverse patient effects were reported.